Event description:
It was reported that during a patient infusion of dextrose 10% concomitant medical products with a spectrum iq pump, an under infusion occurred. It was noted that ¿too much volume¿ was left in the dextrose bag and drops were flowing very slowly in the drip chamber. An "upstream occlusion¿ was noted earlier in the shift but the line was assessed, and the alarm was cleared. Subsequently the patient experienced a hypoglycemic episode (no value reported). The patient received d50 for the event. The spectrum pump was changed, and no issues were noted. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108367 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.